Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high inr result for 1 patient from a coaguchex xs meter serial number (B)(4) compared to the neoplastin laboratory method. The result from the meter was 5.4 inr. Within 1 hour the laboratory result was 2.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is currently hospitalized following surgery and their diet has been consistent. There was no allegation of an adverse event. The patient's warfarin dosage has yet to be stabilized. The meter and test strips have been requested for return. Retention test strips (314043) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.